Event description:
During a patient laparoscopic cholecystectomy procedure, the surgeon noticed that the left idt link arm was not functioning properly. A piece of the link arm connector fell into the surgical bed and was recovered. No injury or impact to patient care was reported. The device was not returned to transenterix, inc. For evaluation. Unsure if all pieces accounted for.